Event description:
It was reported that 2 incidents of piccs breaking following insertion requiring PICC removal and removal of tips. Customer description: "in the last week we have had 2 failures of the product. Fortunately we have been able to remove all of the implanted items and confirm the tips have been extracted" other actions taken: yes; PICC and tip required removal. This report addresses the first PICC.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy3580 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refy3580) have been reported from the same facility in (B)(6).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:¿patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is unconfirmed as the reported issue was not found. One 4 fr groshong nxt catheter assembled with connector assembly was returned. A printed note indicating lot: refy3580. No apparent breaks or damage was noted on the catheter tubing. Microscopic observation of the catheter tubing did not reveal any breaks. The catheter was flushed and pressurized, and no leaks were detected. The updated details from the event description also supports that the reported issue may have been misidentified. Since no apparent damage was found on the catheter tubing, the complaint could not be confirmed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that 2 incidents of piccs breaking following insertion requiring PICC removal and removal of tips. Customer description: "in the last week we have had 2 failures of the product. Fortunately we have been able to remove all of the implanted items and confirm the tips have been extracted". Other actions taken: yes; PICC and tip required removal. This report addresses the first PICC.